Event description:
On january 15th, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings that were higher than normal for her. The user also reported that her medications are changing.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.